Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 281 mg/dl. Customer unable to troubleshoot at this time. Customer refused to return the set and reservoir for analysis. Advised the customer to monitor and call back for any issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.